Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose (bg) level was impacted (400 mg/dl) the customer took a insulin pen to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.